Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/28/2015 and evaluated by lifescan product analysis on 5/5/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultralink meter read inaccurately low compared to another meter (paramedic¿s meter). The complaint was classified based on the customer service representative (csr) documentation. The patient reported alleged meter inaccuracy issue began on (B)(6) 2015 at 9:45pm. The patient reported obtaining blood glucose readings of ¿50 mg/dl¿ with the subject meter and ¿383 mg/dl¿ on the other device. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient informed the csr that he manages his diabetes with insulin pump therapy. The patient claimed that 1 hour prior to when the alleged issue started, he developed ¿low blood sugar¿. In response to the symptom, the patient reported taking a glucose 4g tablet at 9:15pm. The patient also claimed receiving treatment from emergency medical services of glucose tablets/gel at 9:30pm. The patient claimed no other blood glucose tests were performed on any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of hyperglycemia, nor receive medical intervention for this condition after obtaining the alleged inaccurate low result. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria and the alleged inaccuracy issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 2.the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.